Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that she went to charge her ins and when she did this, she got 8 coupling boxes then in a couple minutes the ins recharger (insr) shut off. The patient stated that it showed the ins was fully charged. The patient reported that she went to charge the insr, and after she charged the insr she started another charge session and saw 6 coupling boxes. The patient stated that within 3 minutes, the insr shut off again. The patient stated that the green light was on and the desktop charger (dtc) was tight. It was noted that the recharger was at 100% charge. While patient services was on the phone with the patient, the patient reported that her ins shut off on her while trying to charge her ins. Transfer to repair. No further complications were anticipated/reported.